Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') in a 31-year-old female patient who had essure (batch no. A64630) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge, vaginal discharge abnormality, vulval burning sensation, vaginal odor, itching, vaginal irritation, offensive vaginal discharge, chlamydial infection, yeast infection, gonorrhea, vaginitis bacterial, amenorrhea, bleeding menstrual heavy, vaginal irritation, ovarian cyst, dysmenorrhea, sexually transmitted disease, menometrorrhagia, bleeding menstrual heavy and overweight. Previously administered products included for an unreported indication: diflucan oral tablet 150 mg and flagyl oral tablet 500 mg. Family history included breast cancer (positive history a breast cancer in her mother.) And colon cancer (positive history of colon cancer in her maternal grandfather). Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) from 2010 to 2014 and ibuprofen. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 1 year 2 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and ovarian cyst ("ovarian cyst causing pain"). The patient was treated with surgery (ablation (B)(6) 2017.). Essure treatment was ongoing at the time of the report. At the time of the report, the menorrhagia, genital haemorrhage, pelvic pain, vulvovaginal pain, abdominal pain, abdominal pain lower, vaginal haemorrhage and ovarian cyst outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2013 and (B)(6) 2014. The number of expanded coils that appeared trailing into the uterine cavity was 1. The number of expanded coils that appeared trailing into the uterine cavity was -1. Current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2012: positive; on (B)(6) 2013: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: plaintiff fact sheet was received. Event added from pfs- ovarian cyst. Medical history, concomitant drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('heavy abnormal bleeding') in a 31-year-old female patient who had essure (batch no. A64630) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge, vaginal discharge abnormality, vulval burning sensation, vaginal odor, itching, vaginal irritation, offensive vaginal discharge, chlamydial infection, yeast infection, gonorrhea, vaginitis bacterial, amenorrhea, bleeding menstrual heavy, vaginal irritation, ovarian cyst, dysmenorrhea, sexually transmitted disease, menometrorrhagia and bleeding menstrual heavy. Previously administered products included for an unreported indication: diflucan oral tablet 150 mg and flagyl oral tablet 500 mg. Family history included breast cancer (positive history a breast cancer in her mother.) And colon cancer (positive history of colon cancer in her maternal grandfather). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 1 year 2 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (ablation (B)(6) 2017.). At the time of the report, the menorrhagia, genital haemorrhage, pelvic pain, vulvovaginal pain, abdominal pain, abdominal pain lower and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2013 and (B)(6) 2014 the number of expanded coils that appeared trailing into the uterine cavity was 1. The number of expanded coils that appeared trailing into the uterine cavity was -1. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2012: positive; on (B)(6) 2013: negative. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('heavy abnormal bleeding') in a (B)(6) female patient who had essure (batch no. A64630) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge, vaginal discharge abnormality, vulval burning sensation, vaginal odor, itching, vaginal irritation, offensive vaginal discharge, chlamydial infection, yeast infection, gonorrhea, vaginitis bacterial, amenorrhea, bleeding menstrual heavy, vaginal irritation, ovarian cyst, dysmenorrhea, sexually transmitted disease, menometrorrhagia and bleeding menstrual heavy. Previously administered products included for an unreported indication: diflucan oral tablet 150 mg and flagyl oral tablet 500 mg. Family history included breast cancer (positive history a breast cancer in her mother.) And colon cancer (positive history of colon cancer in her maternal grandfather). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 1 year 2 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (ablation (B)(6) 2017). At the time of the report, the menorrhagia, genital haemorrhage, pelvic pain, vulvovaginal pain, abdominal pain, abdominal pain lower and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2013 and (B)(6) 2014 the number of expanded coils that appeared trailing into the uterine cavity was 1. The number of expanded coils that appeared trailing into the uterine cavity was -1. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2012: positive; on (B)(6) 2013: negative. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: menorrhagia. Most recent follow-up information incorporated above includes: on 17-may-2019: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- abnormal bleeding (vaginal, menorrhagia). Medical history, historical drug, reporter information, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.